Event description:
Cable connecting two benchmark instruments was heat damaged. No one was injured and patient care was not affected. The field service engineer who responded to the call determined the root cause of the heat damaged cable was a 24v short to ground caused by insulation failure in the wireway. This instrument was serviced in 2005 and the service performed required removal of the wireway. The re-installation of the wireway cover accidentally pinced the 24v power wire. Over the subsequent 29 days the pressure on the insulation caused the insulation to separate sufficiently to allow the bare conductor to short to the chassis. When the 24 volts shorted to the chassis the resulting fault current was carried by the communications cable. The cable, normally used for handling low current, overheated under the fault current the system 24 volt power supply.